Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the patient experienced a loss of therapy. Diagnostics were performed and it was determined that all contacts in the lead were out of range, the impedances were high. A contributing factor to the event was the patient suffered several accidental falls that could have led to lead damage. Reprogramming was performed with no success in delivering effective therapy. The patient underwent a revision and had the lead replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of high impedance was reported. During interrogation of the spinal cord stimulation system, it was noticed that electrode #7 was out of range. Now, the patient only has electrodes #2 and #5 within normal range. The patient was reprogrammed around the last two electrodes that have normal impedance. The event resolved without sequelae. No patient complication was associated with the event. The event was related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 9(B)(4) serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2017 product type lead has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that only two electrodes were working. The patient stated she was not getting pain relief and that she gets shooting pain in her low back with certain movements when using the spinal cord stimulation. The patient was scheduled for a lead replacement on (B)(6) 2017 and the event resolved without sequelae.

Manufacturer narrative:
Correction: please note, conclusion code 92 no longer applies to this report. Analysis of the returned lead (serial # va173xx032) found that the #0, 1, 3, 4, 5, 6, and 7 conductors were broken 14.5 centimeters (cm) from the distal end of the lead, at or near the injex anchor site. An injex bumpy anchor was identified from 15.0 to 17.5 cm from the distal end of the lead. The lab functional test found open circuits on #0, 1, 3, 4, 5, 6, and 7, but no electrical shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.